Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-02795. It was reported the patient right lead migrated (confirmed via x-rays). Surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2: reference MFR report#3006705815-2018-02795. Additional information received identified that surgical intervention was undertaken on (B)(6) 2018, wherein the lead that migrated was explanted and replaced with a new lead. Reportedly, therapy was restored post-operatively.